Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 94mg/dl at 6:00pm on the contour next link 2.4. He received a bolus of 3.5 units of fast acting humalog insulin from the pump. He initially felt fine after taking the bolus, but at 9:30pm he called the paramedics because he was having low blood glucose symptoms of dizziness and sleepiness. He did not retest his blood because he was not physically able. At 10:34pm the paramedics disconnected his insulin pump, and took a test on his contour next link 2.4 and the reading was 123mg/dl. They also ran a test on their meter and the reading was 72mg/dl. The customer was given a tube of liquid glucose, and he felt better. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.